Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault 223 indicating a peep blower failure. The evaluation of the returned device determined that the system fault was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 223) message. There was no patient injury reported as a result of this incident.